Event description:
It was reported that a charger for the ilet system was not working, with the indicator light not turning green despite attempts with multiple outlets, consistent with a charging problem involving the battery charger; the user later reported the charger was working and retained a second charger as backup. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem was identified in relation to a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.